Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a ventilator and it would not charge its battery. The device was in patient use. There was no patient harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.